Event description:
It was reported on (B)(6) 2016 that a vns patient passed away. Obituary searches showed that the patient passed away at the age of (B)(6) on (B)(6) 2014. The cause of death is not known